Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's initial, age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
An advocate from canada called on behalf of the customer to report that the customer obtained blood glucose readings of 33.3 mmol/l at 7:11 p.m. And 8.7 mmol/l at 7:15 p.m. On the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next meter was tested with the in-house contour next test strips from lot # 0bped07b using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips from lot # 0bped07b for evaluation. The returned meter was tested with returned test strips using a blood sample, which gave a satisfactory performance.